Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A technical support specialist confirmed that the field service engineer resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the issue persisted even after rebooting the station. The customer stated that the malfunction occurred when the user was trying to remove the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.